Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it is likely that the bending rubber (a-rubber) was torn and the metal was sticking out because some external force was applied to it such as stress or handling of the device that cannot be specified. The instruction manual identifies the following related verbiage: ¿important information ¿ please read before use: warnings and cautions: follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. ¿ never perform angulation control, suction control or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. ¿ never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-nov-2021.

Event description:
The customer reported to olympus, the bending rubber on the oes cysto-nephro fiberscope was found to be defective. During the inspection of the returned device, the rubber on the bending section cover was torn and the metal was sticking out. There were no reports of patient harm associated with this injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The rubber on the bending section was torn and the metal was sticking out. In addition, the device was leaking from the perforation at the bending section and humidity was present on the eyepiece lens. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.